Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported a (B)(6) in association with the vitek 2 ast-gp71 test kit while testing a (B)(6). The associated cefoxitin screen test was negative. Repeat testing provided the same result. Correlation testing of the patient isolate via alere pbp2 sa culture colony test indicated a (B)(6). The customer indicated the (B)(6) did not lead to any adverse event related to the patient's state of health. Prescribed therapy was not impacted. Culture submittal has been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. The patient isolate was submitted by the customer and organism identification to staphylococcus aureus was confirmed. Oxacillin (ox101n) and cefoxitin screen (oxsf01n) testing included two (2) ast-gp71 cards from the same lot as that was tested by the customer and two (2) cards from a random lot. Agar dilution (ad), the reference method for this oxacillin formulation, the cefoxitin disc, the reference method for cefoxitin screen, broth microdilution (bmd) and the pbp2a latex were also performed. The four (4) ast-gp71 cards gave susceptible oxacillin mics =0.5 or 1 and the cefoxitin screen gave negative results. Agar dilution gave a resistant mic=16; however, bmd gave a susceptible mic=1. The cefoxitin disc gave a resistant zone of 13mm and the pbp2a latex was positive. Review of the growth in the oxacillin drug wells shows growth to be very sluggish resulting in the false susceptible results. Review of the growth in the cefoxitin screen wells shows them to be delayed, resulting in the false negative results. This is a strain of staphylococcus aureus that does not exhibit resistance in the vitek® 2 system, but also does not exhibit resistance in the broth microdilution panel, which is an accepted reference method for oxacillin. The observed behavior suggests a strain that displays atypical growth for certain susceptibility testing methods. The investigations concluded the vitek® 2 ast-gp71 card is performing as intended.